Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg (blood glucose) levels were confirmed on (B)(6) 2017. Alarm 2 (occlusion detected) annunciated on (B)(6) 2017 when there was 15 units of insulin left in the cartridge, and continued to annunciate until cartridge change sequence was completed on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus deliveries. The customer's blood glucose (bg) level was 45mg/dl and the customer consumed chocolate to address the bg level. The customer alleged that the pump was delivering insulin even though the pump history showed that no insulin from the boluses were being delivered during these occlusion alarms. Tandem technical support looked over the customer's pump logs and informed the customer that no amount of the boluses requested that were interrupted by the occlusion alarm were delivered. The customer acknowledged and was satisfied with this information. The customer changed all pump supplies to resolve the occlusion alarm. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.